Event description:
The pulmonary artery (pa) catheter was displaying very low cardiac output (co) over cardiac index (ci) readings despite other clinical parameters (svo2 (mixed venous oxygen saturation) and fick co calculations) to the contrary. The patient may have been treated for an inaccurate low cardiac output. The swan catheter was saved for analysis. This has been a recurring complaint with the catheters recently.